Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a decanav catheter and when attempting to open a new decanav catheter, the catheter inside of the decanav packaging was not a decanav catheter. When the catheter was dropped onto the sterile field, it was not a decanav, but a webster ez steer d-f cs catheter. The box said decanav, as did the sterile plastic packaging. The catheter was replaced and the issue was resolved. The procedure was continued. There was no reported patient consequence.